Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 3 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient was admitted on (B)(6) 2017 for bacteremia due to (B)(6) driveline infection that occurred after falling into a creek about 5 weeks previous to admit. The patient was unable to provide much history on admission and it was discovered yesterday that the lvad equipment had been submerged in water when the patient had fallen into the creek. During admit, the lvad system alarmed with a replace system controller, so a system controller exchange was performed. The lvad clinician removed and disposed all other equipment that had been submerged in the water. The patient was being treated for the infection with zosyn and vancomycin continued initially. Infectious disease was consulted and zosyn was changed to ciprofloxacin as there were concerns about the pathogens the patient may have picked up after falling in the creek. Blood cultures were obtained and grew out (B)(6). A wound culture was also obtained and grew out (B)(6). Zosyn was stopped and cefazolin was started. ID recommended 6 weeks of IV antibiotics and thus cefazolin was switched to rocephin, given once a day. Once the 6 weeks are completed, the patient will begin lifelong cephalexin 500 mg po qid. The patient was hospitalized from (B)(6) 2017 to (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Although it was reported the patient fell into a creek, a specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.